Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between a coaguchek xs meter of unknown serial number and a lab using an unknown reagent. Customer tested by fingerstick on the meter and the result was 5.4 inr. The customer had a lab test done within 7 hours and the result was 3.9 inr. The customer's therapeutic range is 2.5-3.5 inr. The customer's meter has not been cleaned recently. Customer has no antiphospholipid antibodies, no heparin, no new medications, no health changes and is not anemic. Customer has been eating more green leafy vegetable since having a high inr result. The customer states they had some bruising and a cut that took longer than normal to heal but no treatment was required. There was no allegation of an adverse event. Retention test strips (294942) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.